Event description:
The handheld power supply was received for analysis on 04/20/2015. Analysis for the returned device is underway but has not yet been completed to date.

Event description:
Product analysis for the returned handheld power supply was completed and approved on 05/13/2015. A handheld device was not returned for analysis. An analysis was performed on the returned ac adapter and no anomalies associated with the ac adapter performance were noted during testing using a known good serial cable and x50 handheld. The ac adapter performed according to functional specifications.

Event description:
It was reported on (B)(4) 2015 that the physician's handheld device will not turn on. The site has attempted to charge it, but it still will not turn on. It was confirmed that the amber power light will not come on when plugged into the wall, suggesting there may be a power cord failure. The site has no other power adapters to test. The nurse said that no patients were affected as the site has a tablet to use. The site was sent a power adapter to see if the issue can resolve with a new cord. It was confirmed that the handheld works when using a good power adapter. The defected power cable is expected to be returned but has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.